Event description:
Vague report of overinfusion rec'd. According to the reporter, the rate was set as 5cc/hr, with a volume to be infused of 50cc. Per the report, the "entire bag infused over two hours." As per reporter, there was no pt injury reported, and no clinical in use details available.